Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the insufflator to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the insufflator was not returned and the log review was unable to be performed, the reported event was unable to be confirmed (only applicable if no error codes from logs) or replicated.

Event description:
It was reported that prior to the start of a da vinci-assisted incisional hernia surgical procedure, the customer encountered an error 3006 on the insufflator indicating that it could not be used. The customer connected a third party insufflator to the system for the case. The procedure was completed with no reported injury.